Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. It was reported that the patient was to have a c-spine scan done. The healthcare provider noted that the patient¿s rx always states ¿pain¿, so they weren't sure if that was the reason for the scan. They stated that the patient¿s stimulation is not functioning, and the benefit from it has significantly decreased. There was mention that the implantable neurostimulator (ins) battery was dying, but no further information regarding that issue. It was noted that the patient was been by a healthcare provider on (B)(6) 2017. Their ins is being replaced with a different manufacturer¿s device. No further complications were reported. The patient was implanted for complex regional pain syndrome type ii and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.